Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 133 mmol/l and the repeat result was 139 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The na electrode lot number is d86. The expiration date was requested but not provided.

Manufacturer narrative:
Calibration was last performed on the day of the event. The customer stated verbally that their qc recovery was acceptable. The alarm trace showed abnormal sample probe aspiration errors. The field service engineer (fse) found that the sample probe was dirty and replaced it. A precision check was performed successfully. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.